Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch qgberz, 8521h16 and no non-conformance were identified. To date the device has not been returned to evaluation site. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. The suture broke when sewing during the procedure. Another like suture was used to complete the procedure. There were no patient consequences reported.